Event description:
Olympus received a medwatch which stated, "the clip was difficult to push out of the sheath scope which was not torqued. When the clip came out it was at an angle. It did not open or deploy the clip." The user facility reported that during an egd (esophagogastroduodenoscopy) for control of hemorrhage, the users had difficulty extending the quick clip beyond the tube sheath. The users stated that after the clip was extended into the patient, it was noted that the clip was bent and was unable to open or deploy. The users reportedly utilized different, but similar quick clips to achieve hemostasis. The users reported to have completed the procedure with no patient injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The device was received contaminated with biomaterial, which limited the device evaluation. The investigation confirmed the user's report of difficulty extending the quick clip beyond the tube sheath. The clip was found severely bent, but the tube sheath showed no evidence of damage. The cause of the user's experience was attributed to the bent clip. This device was sent to the original equipment manufacturer for further investigation. If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.